Manufacturer narrative:
Isi has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and errors 297, 48238 appeared and the unit would not power on. One of the fuses was burned out. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the illuminator lamp suddenly turned off. The customer attempted troubleshooting but the issue could not be resolved. The surgeon made the decision to complete the procedure using an external illuminator. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. A isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs replaced the illuminator to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.